Event description:
It was reported that the patient was placed in hospice care and no further actions are planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a low shock impedance measurement of 29 ohms and a low out of range shock impedance measurement of 18 ohms following delivery of shock therapy. Boston scientific technical services (ts) discussed troubleshooting options. Tachycardia therapy was programmed off and the patient was scheduled for follow up with an electrophysiologist on a future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis was completed for this device.

Event description:
It was reported that this device was explanted. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.